Event description:
Pt in physical therapy with low heparin setting of 17 an hour on pump. When pump alarmed "low battery", it was plugged in and reset. Pump showed 888 rate when pt returned to nursing floor. Heparin was dicontinued and pt was sent to critical care.